Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. MFR site:postal code (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a maxillary and mandibular osteotomy on (B)(6) 2022. The screw in question was not able to be attached to a screw driver (unk). The procedure was completed with replacements without surgical delay. Patient is in stable condition. No further information is available. Concomitant device reported: unk - screwdrivers: cmf(part# unknown; lot# unknown; quantity: unknown). This report is for one (1) matrix lock screw ø1.85 self-tap l6 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative e1 h3, h6: part: 04.511.636.01s lot: 8l79467 manufacturing site: werk selzach release to warehouse date: 15 november 2021 expiration date: 01 november 2031 supplier: früh verpackungstechnik ag a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 04.511.636.01c lot: 462p896 manufacturing site: werk selzach release to warehouse date: 26 october 2021 supplier: synthes USA hq, inc a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the matrix lock screw ø1.85 self-tap l6 tan. A dimensional inspection was performed for the matrix lock screw ø1.85 self-tap l6 tan and met specifications. A functional test could not be performed as the mating device was not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the matrix lock screw ø1.85 self-tap l6 tan. Was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. ¿dimensional inspection:¿ feature: head screw diameter measured dimension: conforming device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9 e4